Event description:
It was reported there was a serious programmer error upon powerup. The service disk was used and the screen went grey and stayed that way. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): analysis found that the programmer powers up with a blank display. It was also noted that while reloading software an error message was displayed.